Event description:
It was reported that during a gallbladder case two devices misfired clips, produced clips that were misaligned/did not come together. A third device was used to complete the procedure. There was no pt injury. This report is for the first device. See MFR report # 2134070-2013-00175 regarding the second device.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment and the clip retainer, push fork and jaw clearance were acceptable. Upon eval, the five remained clips were cycled and fed. Four of the clips produced had proper pinch and alignment. The second clip did not load into the jaws properly and was ejected out of the shaft of the device unformed and slightly misaligned. After firing the remaining clips, the device locked out as intended. The device history record was reviewed and no discrepancies were noted.